Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's left side hand is shaking and the healthcare provider adjusted stimulation but he wants to adjust stimulation more. The patient states he has two implants, right side implant 2017, left side implant 2018. The patient states he wants to adjust the left side ins. The patient states he needs assistance using the patient programmer to adjust settings. They were asked to sync with the programmer and it showed the splash screen. They called back and replaced the batteries and it was working properly. When they synced up it said on and ok, and they don't have any other settings available. No further complications were reported or anticipated with this event.